Event description:
It was reported that the controller exhibited a controller fault alarm due to the internal battery end of life. The patient came to an emergency outpatient visit and the priority ¿medium¿ alarm was permanently turned off. A controller replacement was postponed due to unstable hemodynamics because of the patient¿s fontan circulation. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding further details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -b1. Adv evnt/prod prob: -b2. Outcome attributed to adverse event -b5.desc evt problem -h1. Type of reportable event -h6. Patient codes (ime/annex e) -additional product: added vad & coding -imf (annex f) health impact additional products: d1: heartware ventricular assist system ¿ vad d4: model #: 1104 / catalog #: 1104 / expiration date: 30-nov-2020 / serial#: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 05-nov-2018 h5: yes h6: patient ime code(s): e1016, e011903, e0717, e2311, e0506 h6: imf code(s): f26, f12, f08 h6: img code(s): g04105 h6: FDA device code(s): a1412 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after the patient was discharged from the hospital, the patient was presented back to the hospital regarding loss of consciousness and an alarm had sounded. There was no significant change in the patient¿s condition with no alarm history. A polymerase chain reaction (pcr) test was performed in association with hospitalization, and the results came back positive for covid-19, also low flow alarms were noted on auto log files. The patient was discharged from the hospital approximately four days later. The next day the patient reported symptoms of discomfort and shortness of breath and that an ¿event alarm sounded¿. The patient was present to the emergency outpatient care via ambulance. There was no change in the patient¿s vital signs or ventricular assist device (vad) parameters and no alarm history. The patient was hospitalized due to hematemesis. The vad remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 desc evt problem h6: imf code(s) serial# (B)(6) updated h6: imf code(s): f2302 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient also experienced an upper gastrointestinal tract bleed. The patient was transfused four unit of packed red blood cells (prbcs) within a24 hour period and coagulation medication was given.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. Log file analysis revealed two (2) controller fault alarms logged on 24/jul/2022 at 08:15:30 and 11:37:41, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Review of the event log file revealed the controller fault alarm was permanently silence on 24/jul/2022 at 11:37:41. Review of the controller log files also revealed intermittent decreases in estimated flows within the analyzed period leading up to 30/jul/2022 and one (1) low flow alarm was logged on 24/jul/2022 at 15:19:33. As a result, the reported controller fault alarm and low flow events were confirmed. No other alarms were logged within the analyzed period. As a result, the reported "event alarm sounded" could not be confirmed. Information provided by the site indicated that after the patient was discharged from the hospital, the patient was presented back to the hospital regarding loss of consciousness. There was no significant change in the patient¿s condition. A polymerase chain reaction (pcr) test was performe d in association with hospitalization, and the results came back positive for covid-19. The patient was discharged from the hospital approximately four days later. The next day the patient reported symptoms of discomfort and shortness of breath. The patient was present to the emergency outpatient care via ambulance. There was no change in the patient¿s vital signs or ventricular assist device (vad) parameters. The patient was hospitalized due to hematemesis. Based on the available information, the device may have caused or contributed to the reported event. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, bleeding and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding, infection, and shortness of breath. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing hi story and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial : (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad patient experienced syncope and loss consciousness temporarily due to fontan circulation and the suspension of the vad associated with a controller exchange. The patient regain consciousness immediately after the vad restarted. The controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description was updated. Additional products: d4: serial lot#: (B)(6) h6: FDA device code(s): a141204 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Product event summary: the pump ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. Log file analysis revealed two (2) controller fault alarms logged on 24-jul-2022 at 08:15:30 and 11:37:41, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Review of the event log file revealed the controller fault alarm was permanently silence on 24-jul-2022 at 11:37:41. Review of the controller log files also revealed intermittent decreases in estimated flows within the analyzed period leading up to 30-jul-2022 and one (1) low flow alarm was logged on 24-jul-2022 at 15:19:33. As a result, the reported controller fault alarm and low flow events were confirmed. No other alarms were logged within the analyzed period. As a result, the reported "event alarm sounded" could not be confirmed. Information provided by the site indicated that after the patient was discharged from the hospital, the patient was presented back to the hospital regarding loss of consciousness. There was no significant change in the patient¿s condition. A polymerase chain reaction (pcr) test was performe d in association with hospitalization, and the results came back positive for covid-19. The patient was discharged from the hospital approximately four days later. The next day the patient reported symptoms of discomfort and shortness of breath. The patient was present to the emergency outpatient care via ambulance. There was no change in the patient¿s vital signs or ventricular assist device (vad) parameters. The patient was hospitalized due to hematemesis. Additional information received indicated that the patient also experienced an upper gastrointestinal tract bleed. The patient was transfused four unit of packed red blood cells (prbcs) within a 24 hour period and coagulation medication was given. Based on the available information, the device may have caused or contributed to the reported event. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, bleeding and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding, infection, and shortness of breath. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.